Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker isolated to user interruption of the 1.13 version software update, and clear the device's certificate and log to resolve the issue. Stryker archived the device and the customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete the boot-up cycle. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.